Manufacturer narrative:
The patient weight was not provided. Device unique identifier (UDI)):device was manufactured prior to UDI labeling implementation. Approximate age of device: 3 years and 8 months. A correlation between the device and the reported event could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient presented with a gastrointestinal bleed related to a supratherapeutic inr up to 18. Coumadin was held and the patient's inr was reversed aggressively with vitamin k. It was reported that the patient has a history of noncompliance and does not take coumadin consistently. The patient was admitted and a push enteroscopy was performed. Three units of unspecified blood products were administered and the bleed reportedly resolved. No further information was provided.